Manufacturer narrative:
(B) (4)

Event description:
The customer converted to troponin t high sensitive (hs) assay and tested samples for one week on both this analyzer and a different e601 module and obtained differing results. Results for 10 patient samples were provided, six were discrepant. The e601 analyzers have different units of measure for the troponin t hs assay. Patient 1, initial troponin t hs result 137.9 ng/l (accompanied by h data flag), repeated twice gave 0.10 ug/l (different e601) and 138.4 ng/l (original analyzer, accompanied by h data flag). Patient 2, initial troponin t hs result 17.75 ng/l, repeated twice gave 3.70 ug/l (different e601) and 41.04 ng/l (original analyzer). Patient 3, initial troponin t hs result 1860 ng/l (accompanied by h data flag), repeated twice gave 1.57 ug/l (different e601) and 6.90 ng/l (original analyzer). Patient 4, initial troponin t hs result 84.46 ng/l (accompanied by h data flag), repeated twice gave 0.06 ug/l (different e601) and 82.99 ng/l (original analyzer, accompanied by h data flag). Patient 5, initial troponin t hs result 56.03 ng/l (accompanied by h data flag), repeated twice gave 0.04 ug/l (different e601) and 55.72 ng/l (original analyzer, accompanied by h data flag). Patient 6, initial troponin t hs result 291.4 ng/l (accompanied by h data flag), repeated once gave 0.24 ug/l (different e601). It is unknown which troponin t hs results were reported. No adverse events were reported. Troponin t hs reagent lot is 156593. Investigation is on-going.

Event description:
Per the audiologist, the patient experienced a decrease in performance. The results of an integrity test (B) (6) 2009 indicate normal receiver stimulator function with multiple electrode anomalies. The results of a CT scan indicated normal placement of the device. The patient was explanted (B) (6) 2010 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4)